Event description:
It was reported that the customer was hospitalized for 5 days on (B)(6) 2014 due to high blood glucose levels. Customer's blood glucose levels at the time of hospitalization 1440 mg/dl. Customer also stated that their insulin pump had stopped working two days prior to the hospitalization, but by the time the replacement came the customer was already experiencing high blood glucose levels. Customer was treated with insulin administered intravenously.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).